Event description:
It was reported that the right ventricular (rv) lead exhibited low, out-of-range shock impedance measurements of 3 and 16 ohms. Electromagnetic interference (emi) noise was also observed but not oversensed. The rv lead remains in service. No adverse patient effects were reported.